Manufacturer narrative:
Weight: unk ethnicity: unk. Race: unk. Date rec¿d by MFR: this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14.50/1.5/095 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2020. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.